Manufacturer narrative:
Device passed self-test. No unexpected audio/beep anomaly noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed. Device had minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had deep scratches on middle of screen that impacts his ability to see display at times that required to tilt the screen. The customer¿s blood glucose level was unknown. The customer also stated that the her volume buttons had been unresponsive for the life of insulin pump and also got no delivery alarms. Insulin pump will not be returned for analysis.